Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found by the olympus investigation: bent on outer tube, no imagen, dents on the tube and crack in the eye piece funnel. Based on the results of the investigation, it is likely the following led to the malfunction: to improper handling as well as application of excessive force. The event can be prevented by following the instructions for use which state: is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the black eyepiece is broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope "oes elite", had the black eyepiece break off. The issue was found during reprocessing. There were no reports of patient harm.